Event description:
The pt tested blood glucose on suspect device before breakfast and was 467 mg/dl. She ate breakfast and took insulin then retested one hour later on suspect device and was 380 mg/dl. Then a short time later, her daughter retested mother when she could not wake her up and on suspect device, blood glucose was 595 mg/dl. She called the paramedics and they tested her blood glucose when they arrived and it was 22 mg/dl. Intravenous fluids were started and she was taken to the hosp. The customer did not have the device coded correctly and was using expired glucose strips.